Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified distal right coronary artery (rca). Following predilation using a 2.0 mm unspecified balloon catheter, a 3.00x32mm promus element¿ plus dug-eluting stent was selected and advanced but failed to cross the distal side of the lesion. During the procedure, the device was pushed strongly. It was then noticed outside the patient that the proximal side of the stent was lifted. The lesion was dilated again with an unspecified balloon catheter and the procedure was completed with a 3.0x20mm promus element stent. No patient complications were reported and the patient's status was good.